Manufacturer narrative:
The subject device was returned and evaluated by olympus. During evaluation, no image was confirmed due to a faulty ccd (charge-coupled device). The device was repaired and returned to asset inventory. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, due to damage to the camera head, the image could not be transmitted to the processor and the image was not displayed. It is likely that the damage to the camera head is due to user handling. The contents of the instruction manual at the time of shipment from the product was checked and the following description identified: "do not subject the camera head to shocks; it may be damaged". This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report no image. This issue was found during preparation for use. There was no report of health consequence to a patient.